Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately three years and three months post index procedure, a CT revealed a possible proximal type I endoleak in the endurant ii bifurcate stent graft. Additionally, the CT revealed that the distal end of the endurant ii stent graft limb had infolding and that there was a distal type I endoleak. The patient returned for intervention. The physician injected both above the existing stent graft as well as within the stent graft to rule out type I, ii, iii , and IV endoleaks. The physician found no evidence of a type I proximal, a type ii, iii , or IV endo leak. The physician did a sheath injection in the lcia that showed some contrast getting around the most distal portion of the right limb. The physician decided to extend the right limb using a etlw1616c82e, and it was extended about 25mm. The endoleak resolved. The patient stayed overnight for observation and is currently doing well. No additional sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Correction: (B)(4) should have been included in the previous report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no stent graft infolding, this was added in error. The physician stated that the cause of the event was due to progression of disease.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.